Event description:
It was reported that significant variations in thresholds were observed related to the implantable cardioverter defibrillator (ICD) system. X-ray demonstrated that the ICD had migrated and dislodged the right ventricular lead from its original position. The ICD and rv lead were repositioned on april 4, 2024 and remain in service. No additional adverse patient effects were reported.